Manufacturer narrative:
(B)(4) upon follow up, it was reported the patient was discharged from the hospital one day prior to receipt of this report. The same day, pd therapy was withdrawn and the patient was switched to hemodialysis. At the time of this report, the patient was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further described. The peritonitis was manifested by abdomen pain, vomiting and cloudy pd fluids. On the same day as onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated for peritonitis with unspecified antibiotics. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from this peritonitis event. On an unreported date the patient was retrained on the proper aseptic technique. No additional information is available.